Event description:
It was reported that the ilet displayed a dosing stops soon alert after pairing with a freestyle libre 3 plus sensor and a separate new sensor produced a sensor error that required replacement and re-pairing, with warmup subsequently observed, consistent with an intermittent communication failure involving the antenna component of the cgm interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the system components, aligned with intermittent communication failure and involving the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.